Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead experienced diaphragmatic stimulation. A chest x-ray was done and the lead was found to be in the subclavian area. The patient was scheduled for revision. Additional information indicated that this lv lead was explanted. No additional adverse patient effects were reported.